Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 25-sep-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following a spinal cord stimulator (scs) lead revision procedure, the patient began experiencing right leg numbness and weakness. The patient was hospitalized and subsequently diagnosed with a postoperative epidural hematoma. Magnetic resonance imaging (MRI) was conducted, showing lead positioning prior to the explantation of the scs battery and leads. The patient alleged that the leads were placed incorrectly by the physician. The scs battery and leads were explanted by a neurosurgeon, and no additional intervention was planned. The managing physician was aware of the situation. The manufacturer representative (rep) indicated they would send any further information as they become aware.